Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2010, the pt contacted animas alleging the pump and pump battery were extremely hot to touch. The pt denied that she was burned or injured because of the alleged issues. The pt also denied that the battery was leaking or that there was corrosion in the battery compartment. No associated alarms were observed in the pump history. The pt was instructed to discontinue using the pump and to implement a backup plan. Based on the info provided, this complaint is being reported due to allegation that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issues caused or contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issues.